Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the device unable to shock patient. Normal sinus rhythm was restored after an external defibrillation. The implantable cardioverter defibrillator (ICD) device exhibited a code 1004 which is indicative of a shock into short circuit condition (low impedance), resulting in a shorted shock and code 1007 which is indicative of charge times greater than 45 seconds. The device remains implanted. The patient was discharged, and the physician will monitor the patient closely. New information received indicates that due to the device's inability to shock the patient during their cardiac arrest the patient suffered permanent neurological damage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory confirmed a shorted lead error (code 1004) and charge time exceeded error (code 1007) had both been recorded while the device was implanted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This resulted in the long charge time and the charge time exceeded code. Evidence indicates the associated rv lead was damaged and when this device attempted to deliver a shock through the lead, a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the device unable to shock patient. Normal sinus rhythm was restored after an external defibrillation. The implantable cardioverter defibrillator (ICD) device exhibited a code 1004 which is indicative of a shock into short circuit condition (low impedance), resulting in a shorted shock and code 1007 which is indicative of charge times greater than 45 seconds. The device remains implanted. The patient was discharged, and the physician will monitor the patient closely. New information received indicates that due to the device's inability to shock the patient during their cardiac arrest the patient suffered permanent neurological damage. New information received indicates that this implantable cardioverter defibrillator (ICD) device was explanted and the right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). During the procedure the physician noted that the rv lead appeared to be broken into the lead body in the pocket area and kinking below the device. A new device and rv lead were implanted. Besides surgical intervention, no additional adverse patient effects were reported. Several attempts to obtain the location of this device have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the device unable to shock patient. Normal sinus rhythm was restored after an external defibrillation. The implantable cardioverter defibrillator (ICD) device exhibited a code 1004 which is indicative of a shock into short circuit condition (low impedance), resulting in a shorted shock and code 1007 which is indicative of charge times greater than 45 seconds. The device remains implanted. The patient was discharged, and the physician will monitor the patient closely.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the device unable to shock patient. Normal sinus rhythm was restored after an external defibrillation. The implantable cardioverter defibrillator (ICD) device exhibited a code 1004 which is indicative of a shock into short circuit condition (low impedance), resulting in a shorted shock and code 1007 which is indicative of charge times greater than 45 seconds. The device remains implanted. The patient was discharged, and the physician will monitor the patient closely. New information received indicates that due to the device's inability to shock the patient during their cardiac arrest the patient suffered permanent neurological damage. New information received indicates that this implantable cardioverter defibrillator (ICD) device was explanted and the right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). During the procedure the physician noted that the rv lead appeared to be broken into the lead body in the pocket area and kinking below the device. A new device and rv lead were implanted. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.